Manufacturer narrative:
The subject device was returned to olympus and the reported issue was confirmed. The device inspection determined the flickering image was due to a faulty cable (internal breakage) was observed. The image is noisy with vertical lines from the charged cable device unit. A review of the device history record found that the subject device was shipped in accordance with the specifications. No abnormalities were found. The root cause of the reported event cannot be conclusively determined. However, based on the results of the investigation, it was presumed that the image flickered due to poor communication caused by cable failure. Cause of the cable failure cannot be presumed. It was presumed that the procedure was delayed for few minutes due to that the image was not displayed. Instruction for use (IFU) : the occurrence of the reported event can be prevented by adhering to the instructions for use (IFU), which state the following: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported to olympus during the urology procedure, the hd autoclavable camera head image was flickering. Although the procedure was delayed for "only minutes", there were no reports of user/patient harm or injury. The procedure was completed with a similar device. The device was subsequently evaluated, and confirmed a faulty cable causing a flickering image.